Event description:
Complainant alleged that while attempting to defibrillate a pt with congestive heart failure, the device would not charge initially. After add'l attempts, the device charged, but would not discharge. The clinician was able to obtain another device and shock the pt (number of shocks and energy level unknown). The pt subsequently expired. The complainant indicated that the reported malfunction did not effect the pt outcome, as the pt was in "very poor health". The complainant indicated that the clinicians do not recall seeing any error messages on the display. Additionally, the complainant indicated that complainant did not think the electrodes were at fault during the event, stating that the same electrodes were used in "different devices and worked fine". However, the electrodes used during the event are unavailable for evaluation by MFR. The reported malfunction was unable to be duplicated by the facility's biomed dept.